Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing. Technical services suggested that the sensitivity floor be reprogrammed.